Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter read inaccurately high compared to another meter (freestyle). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2023, around 3 or 5 pm. The patient reported obtaining blood glucose readings of ¿279 mg/dl¿ with the subject meter and ¿259 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient manages their diabetes with oral medications. The patient claimed they took their usual dose of 2 pills of metformin 500 mg and 1 pill of glipizide 5 mg in response to the alleged issue. At around 7 or 8 pm that evening, the patient claimed they developed symptoms of feeling ¿sleepy, shaky hands and dizzy¿. At the onset of the symptoms, the patient claimed they performed a blood glucose test with their spouse¿s meter and a received a result of ¿40 mg/dl¿. The patient claimed they drank some juice as self-treatment. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.